Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power, followed instructions to press center of button while supporting bottom of pump, but difficulty persisted, so customer service arranged replacement pump within warranty, provided storage mode and return instructions, and customer was asked to return problematic pump, while choice of backup insulin therapy was not disclosed.